Event description:
The user facility reported rapicide disinfectant leaked onto floor from the dsd edge endoscope reprocessing system and an employee reported inhalation/irritation effects after opening the door to the unit. The user facility did not disclose if medical treatment was administered.

Manufacturer narrative:
A medivators field service engineer (fse) was dispatched to the site to inspect the unit and found damaged fittings resulting in the reported leak. The fse replaced the damaged fittings, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The dsd edge was installed in 2012 making it approximately 10 years old and is not under medivators service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The dsd edge endoscope reprocessing system user manual states (9), "proper maintenance will ensure effective disinfection and prolong the life of the reprocessor: on a monthly basis (or if a leak is detected), inspect the reprocessor for basin damage or pipe and tubing damage, which may result in leaks." No additional issues have been reported.